Event description:
It was reported that this right ventricular (rv) lead exhibited an alert was detected for right ventricular automatic threshold greater than programmed amplitude or suspended and loss of capture (loc). Technical services (ts) was consulted about the alert no been displayed previously. Ts reviewed stored data and discovered the alert had been previously dismissed and the right ventricular automatic threshold (rvat) test couldn't be started due to low evoked response. Additionally, this right ventricular (rv) lead had become dislodged, with the patient presenting erosion and a possible infection as this rv lead came out. This rv lead was revised and remains in service. No additional adverse patient effects were reported. Additional information from the filed clarified there was no infection or erosion, with only the previously reported issues due to the rv lead becoming dislodged and the rv lead been revised and remaining in service. The patient experienced intermittent chest pain at the time of the event. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert was detected for right ventricular automatic threshold greater than programmed amplitude or suspended and loss of capture (loc). Technical services (ts) was consulted about the alert no been displayed previously. Ts reviewed stored data and discovered the alert had been previously dismissed and the right ventricular automatic threshold (rvat) test couldn't be started due to low evoked response. Additionally, this right ventricular (rv) lead had become dislodged, with the patient presenting erosion and a possible infection as this rv lead came out. This rv lead was revised and remains in service. No additional adverse patient effects were reported.